Event description:
High thresholds reported, unable to advance or reposition the leads, both leads will be replaced and the 1810 will be re-implanted. The distributor received info that an endotak transvenous defibrillation lead was explanted due to high thresholds. It was replaced with another lead of the same model.